Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set came out from the patient's body and leaked insulin that was intended to be delivered to the patient. The reporter alleged the cannula was defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.